Manufacturer narrative:
The system controller remains in use. The investigation could not confirm the reported event of difficulty connecting the driveline to the backup system controller, as the system controller was not returned for analysis. The submitted system controller log file confirmed the no external power alarm; however, this was due to both power cables being disconnected at the same time and the alarm cleared once power was restored. Following the no external power alarm, approximately one hour later at 18:12, the driveline was disconnected from the controller stopping the pump as designed. The driveline is reconnected approximately 3 seconds later and the pump ramps up to the set speed without an issue. The driveline is disconnected again at 8:14 to exchange the controller, and the log file data ends at 18:19. Prior to the no external power alarm there were no notable alarms active in the log file. A root cause for the reported event was not determined through this analysis. Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being addressed through the corrective and preventative action process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient was instructed to present to the vad clinic after advising the vad coordinator that the system controller had been exchanged. Upon interrogation of the system controller, it was reported that a low voltage alarm followed by a no external power alert was observed on (B)(6) 2016 at 18:12. It appeared that the pump was off from 18:12 to 18:19. The patient stated that the batteries had just been exchanged at that time. The patient then decided to exchange the system controller without first informing / receiving instructions from the lvad clinicians. The patient was asymptomatic. The submitted log file was reviewed by the manufacturer¿s technical services representative and multiple pump stopped and decreased speed events were observed. The data did not reveal any system controller issues. During conversations with the clinicians, it was determined that the driveline disconnections with subsequent pump stopped events were due to the patient disconnecting the driveline during exchange of the system controller. The patient did not make a full connection to the backup controller and it took several attempts to make the full connection. No additional information was provided.